Manufacturer narrative:
D.5. Updated.

Manufacturer narrative:
Concomitant medical products: additional device: vbh101502a, lot # 18140511, UDI: (B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing an endovascular procedure. A gore® excluder® aaa endoprosthesis was utilized. Two gore® viabahn® endoprostheses were implanted and then explanted during the procedure. On (B)(6) 2019 it was learned that the devices were explanted in a conversion to open repair because there was bleeding that could not be controlled endovascularly. No further information is available.